Manufacturer narrative:
Please note that device reported is a trapease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact is not a medical professional but a more accurate choice is not available. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation and organ perforation. The indication for the filter placement, procedural details and medical history have not been provided and there is no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant images available for review the reported event of perforation of the ivc and organ could not be confirmed or further clarified. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury, damage to the patient, including but not limited to inferior vena cava (ivc) perforation and organ perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain, suffering, and other damages.

Event description:
As reported in the legal brief, a patient was treated with a trapease vena cava filter which subsequently malfunctioned and caused injury and damage to the patient, including but not limited to inferior vena cava (ivc) perforation and organ perforation. As a direct and proximate result, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will suffer significant medical expenses, pain, suffering and other damages. Per the implant records the patient was reported to have a history of pulmonary embolus (pe) and recurrent deep venous thrombosis (dvt) despite anticoagulation. The filter was indicated after the patient developed a hypercoagulable state and a new lower extremity dvt. The right groin was prepped and draped, and lidocaine was injected over the right common femoral vein. The vein was easily accessed and a glidewire was inserted. A small incision was made adjacent to the wire and an inferior venacavogram was performed marking the level of the renal veins. A trapease filter was inserted at the l2- l3 junction with no immediate complications. The patient tolerated the procedure well. According to the information received in the patient profile form (ppf), the patient became aware of the reported events approximately six years and four months after the filter implantation. The patient reports perforation of filter struts outside the ivc, filter migration, swelling of the legs, hard to walk for long periods of time and swelling of the right leg when standing for ten minutes; in addition to abdominal and leg pain.

Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused inferior vena cava (ivc) perforation and organ perforation. The patient reported becoming aware of filter perforation and migration approximately six years and four months post implant. The patient also reports swelling of the legs, abdominal and leg pain and that it is hard to walk for long periods of time and the right leg swells when standing for ten minutes. According to the implant record the indication for the filter implant was a history of pulmonary embolus and deep vein thrombosis. The patient was initially treated with coumadin for six months and then developed a recurrent dvt once taken off the coumadin, at which time the patient was diagnosed with a hypercoagulable state. The filter was placed via the right common femoral vein and inserted at the l-l3 junction with no immediate complications. The patient tolerated the procedure well. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds, resulting in swelling and/or pain of the affected extremity. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Ivc filter migration is a known potential adverse event associated with all ivc filter implants and is listed in the IFU as such. Possible causes for filter migration include mega cava, wire entrapment during central venous catheter placement, ¿sail¿ effect (cranial migration) of large clot burden within the filter, mechanical device failure, and operator error. Physiologic causes of migration may result from temporary dysmorphism of the inferior vena cava including bending, coughing or valsalva maneuvers resulting in dislodgment of the filter. Some studies suggest that strenuous physical activity and increased intra-abdominal pressure can lead to migration of ivc filters. Without post implant images available for review the reported events could not be confirmed or further clarified. Due to the nature of the complaint the pain and swelling issues the patient experienced could not be further clarified. Pain and swelling do not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.